Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went in once and had the device settings adjusted and they still haven't seen a difference in their symptoms. Patient is working with their hcp on adjustments and was told not to adjust the setting for a month. Agent did not ask about the circumstances that led to the reported issue. Additional information was received from the patient on (B)(6) 2023 they reported that they get intense pains right before they had to go to the bathroom, then lost everything, and leaked. Pt was calling for assistance to use their equipment to activate MRI mode and was successful to see their settings and navigate to where they could see and activate MRI mode. During the call pt said their handset showed the message: communicator battery low. Reviewed they should plug the communicator into power and offered and emailed MRI information. Reviewed they can call back later on today once the communicator is charged if they would like further assistance. During synching with their ins pt stated: "this thing moved, it don't feel the same", pt said the last time they used the equipment they could feel it, now it feels like a knot, they noticed it felt different today during the call. Pt was successful to synch with their ins after repositioning the communicator, palpating the area and looking in a mirror. Interstim is still not helping like should but their urine is slowed down, pt said they still leak when they go and now the problem is they can't get it to go like it is supposed to. Pt said they go so long then they still have urine in their bladder. Reviewed some general interstim therapy information and redirected to their doctor. The patient mentioned unrelated medical history. This included patient said 3 weeks ago they had an x ray and it was confirmed the system is in the right place pt said they have also lost a lot of weight.